Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an external flash crc error and completely shuts down. The customer¿s blood glucose level was 115 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to faulty x1/mb. Unable to confirm alarm or perform the operating currents measurement, self test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.